Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking or jolting sensation in her feet and a loss of stimulation sensation. The shocking began a few months before the loss of stimulation. She increased her stimulation to the maximum level of 10.5v, but could not feel anything. Her implantable neurostimulator (ins) was able to communicate with her pt programmer and recharger. The pt described her condition as fair. It was noted that the pt fell last winter. A MFR's rep met with the pt and measured impedances >40,000 ohms. At 3.0v impedance readings were as follows: 1-2=39300, 1-3=29400, 1-5, 1-6, and 1-7 were between 700-800, 1-8=700, 1-12=767, 1-15=734 (all other pairs >40000); 2-1=39300, 2-5=39804, 2-8=39996, 2-12=39489, 2-15=39996 (all other pairs >40000); 5-2=39804, 5-3=28878, 5-6=583, 5-7=669, 5-8=704, 5-12=704, 5-15=638 (all other pairs >40000); 6-1=700, 6-2=>40000, 6-3=34493, 6-4=>40000, 6-5=583, 6-7=519, 6-8=578, 6-9=>40000, 6-10=>40000, 6-11=>40000, 6-12=607, 6-13=>40000, 6-14=>40000, 6-15=470; 7-1=742, 7-3=34113, 7-5=669, 7-6=519, 7-8=629, 6-12=653, 6-15=371 (all other pairs >40000); 15-1=734, 15-2=23996, 15-3=29423, 15-5=638, 15-6=470, 15-7=371, 15-8=607, 15-12=633 (all other pairs >40000); 8-1=708, 8-2=3996, 8-3=28878, 8-5=704, 8-6=578, 8-7=629, 8-12=666, 8-15=607 (all other pairs > 40000). Add'l info has been requested, a follow up report will be sent if add'l info becomes available.